Event description:
It was reported that the patient presented to the emergency room, with a vibratory alert for low pacing lead impedance. The impedance has been decreasing since implant. It was also noted that historically sensing and impedance were low with the competitor lead. Reprogramming changes were made. The patient will be followed up in a few weeks. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.